Manufacturer narrative:
Additional information was added to h3, and h6. H11: sixteen (16) actual devices were received for evaluation. Upon samples receipt, visual inspection on the samples via the naked eye noted the following observations: (a) 14 samples had a pool of fluid inside their housing which suggested a leak had occurred inside the housing. Further inspection showed the 14 samples had a leak coming out at one side of their bladder crimp. (B) 2 samples did not have a pool of fluid inside their housing, however, there were several droplets of fluid located on the interior wall of their housing. The droplets on the interior wall of the housing were condensation. Condensation is a natural process by which water vapor in the air is changed into liquid water; water that collects as droplets on a cold surface when humid air is in contact with it. A functional leak test was performed on the 16 samples, and immediately after fill, a leak from the bladder crimp was observed from 2 samples and no immediate leak was observed from the bladder crimp of the remaining 14 samples. Therefore, the remaining 14 samples were monitored for leak until the next day. The next day, a droplet of green color water was observed at one side of the bladder crimp from 12 samples and the 2 samples that had condensation did not have a leak from the bladder crimp or from other parts inside the housing. The reported condition was verified for 14 samples. The cause of the reported condition could not be determined. The reported condition was not verified for 2 of the samples that had condensation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between january 6-8, 2025. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that sixteen (16) large volume infusors leaked inside the housing from the balloon. This occurred prior to patient use. There was no patient involvement. No additional information is available.